Event description:
The customer reported that the nav ring does not work. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
It was reported the device was not in use and no harm was reported. The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the bezel and the issue was resolved.